Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The lesion was identified in the left anterior descending (lad) artery. The reference vessel diameter was 3.5mm and the lesion length was 16mm with 70% stenosis. A 3.5x20mm liberte stent was implanted. An additional procedure was performed in the target lesion; placement of a non-bsc stent due to a dissection. The procedure was technically successful. Residual stenosis was 0%.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.